Event description:
The customer stated that the architect analyzer generated lower than expected potassium results. The customer provided an example of one patient sample which generated a result of 1.2 meq/l and a result within the normal range after the sample was retested. No impact to patient management was reported.

Manufacturer narrative:
The instrument was inspected, the water bath was cleaned and ict ref pump which had the 1ml syringe cover plate installed incorrectly was fixed. The customer indicated that no more discrepant results were observed after the instrument service was done. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Field service found the water bath was dirty, the bath was drained and the bath and cuvette wiper were cleaned. The 1 ml syringe cover plate for the ict pump was found to be incorrectly installed and likely caused the discrepant ict results. Service ticket history review did not show any other factors that may have contributed to the current complaint. There is no evidence that the discrepant ict results in the current complaint were due to the ict module. No adverse trends were identified for the c8000 or any other issue requiring further investigation. Based on the available information, a deficiency or malfunction of the system were not identified. The issue was resolved through normal troubleshooting procedures. Daily maintenance procedures described in the operations manual direct the operator to check the syringes and to change the water bath. Troubleshooting assistance for erratic results is also available.